Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission with false pause episodes due to very low r-wave amplitude and undersensing. The programming change was discussed but not made. The patient was stable.